Manufacturer narrative:
The blood sampling valve (bsv) was not aligning properly, causing the bsv to not operate properly. The fse replaced the bsv and bsv axle to fix the problem. The repairs were verified per established service procedures. (B)(4).

Event description:
While troubleshooting an unrelated event at the customer's site, a field service engineer (fse) discovered the blood sampling valve (bsv) on a coulter lh 780 hematology analyzer was not operating correctly. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.